Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was reported that there was no patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during device evaluation. The root cause was due to the force sensing resistors being out of range. The force sensing resistors were replaced to correct the reported condition.